Event description:
It was reported a filter was placed on 4/24/85 in a pt with history of recurrent pulmonary embolism. It was observed in 1992 that the filter had migrated but was still operating effectively. The pt experienced a fall on 7/29/95 which resulted in a broken back. X-rays performed in 9/95 for the broken back indicated a leg from this filter had fractured, migrated and perforated the spine. Additionally, a filter leg had perforated the aorta. It was indicated that as a result, the pt suffers from osteomyelitis. The pt has been treated with antibiotics for this condition. This device remains implanted. Therefore, no failure analysis will be available. It was indicated the pt experienced a fall which resulted in multiple back fractures, which co feels may have contributed to this event. However, the exact cause for this event can not be determined.